Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a rm04 error code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain,182:radicular pain syndrome(radiculopathies). It was reported that patient said their controller was not working to recharge their ins. Pt said when they press to unlock the controller, it goes to the next screen but then gets stuck on that screen. Pss walked pt through removing the battery pack and re-insert the battery and pt confirmed the controller powered on and was able to get to their therapy screen. Pt then tried to start a recharging session of their ins and saw the checking the recharger screen which was the screen they typically got stuck on and then saw system problem rm04. Pt said they have had the system problem come up in the past where the rtm was replaced and it only resolved the issue for 2 months and then their controller and battery were replaced and it resolved the issue for about 4 months. Pt inspected the rtm and controller port; pt said they both looked good. Pt said their rtm gets warm while charging but not hot. Information was received from a patient (pt) regarding an external device intellis 97745 ac power supply. The reason for call was the controller was not charging from the wall. Pt received the recharger replacement and at first pt got software problem, pt reset the controller and was able to charge the implant. Pt then went to charge the controller and it won't charge or do anything. Pt plugged it in 3 times and it did not work. The light was not blinking. Pt tried 3 different times. Had pt plug it in on the call and it started charging. Pt was still concerned why it did not charge before. Pt said this problem happened before, pt did not report it because it worked again. This issue had been happening off and on for probably maybe 2-3 weeks. Pt noticed there was a little bump in the wire on the power supply cord. Controller port looked ok. Reviewed pt could try using aa batteries until power supply cord will be shipped. Pt said one time they tried aas and it did not work. Reviewed aas won't let pt charge but ptm can be used. Pt mentioned they never had a problem with the first implant but with this one they had problems with equipment almost since they put it in. Pt asked "did I get a lemon?". Pt wanted to know why every 2-4 months something had to be replaced. Fedex had delays but pt wanted to provide feedback that medtronic needed to have a backup plan. Pt said their charge went down to nothing. Pt had pain pills that they could take to help but pain pills are not the same as having the therapy, pt had to struggle through the weekend until they received the recharger today. Pt said it was bad that the package took 2-3 days instead of 24 hours and someone is in a lot of pain. Pt said that needed to be addressed.